Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient occured a stem subsidence leading to unequal length of 2cm between the 2 legs. The surgeon prescribed a 1,5cm heel pad. Revision of the stem is possible but he patient is currently being treated for uterine cancer, heel pad is deemed sufficient for now.

Manufacturer narrative:
Reported event: an event regarding a subsidence involving a hype scs 5 standard cementless stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product remains implanted. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes and return of the device are needed to fully investigate the event. No further investigation for this event is possible at this time. If devices and/or additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Corrective action/preventive action : no action is required at this time as there is no indication to suggest a product nonconformity or unanticipated hazard.

Event description:
Patient occured a stem subsidence leading to unequal length of 2cm between the 2 legs. The surgeon prescribed a 1,5cm heel pad. Revision of the stem is possible but he patient is currently being treated for uterien cancer, heel pad is deemed sufficient for now.